Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision recommended for (B)(6) 2015. Asr resurfacing- left. Reason(s) for revision: pain, noise and bone resorption around calcar and proximal femur. Requested the following details: product codes, lot numbers, specific date of revision, right hip details. Patient is bi-lateral. No details have been given about the right hip. Scf states right hip was implanted in (B)(6) 2007, presumedly on the date provided on the claimsuite (B)(6). Update 18 mar 2015: no product codes available for left hip. Right hip products provided - see com (B)(4) right hip. Crawfords have contacted the patient and are looking to obtain the left hip products soon. Update 20 apr 2015: implant date confirmed as (B)(6) 2006. 22 april 2015 - update - rcvd product codes and lot numbers - added to com. Update: 11 june 2015. Updated original implant date to (B)(6) 2007. Taken from claimsuite update 11 june 2015. Update - added future revision date. Taken from claimsuite dated (B)(6) 2015. Asr revision due to take place on (B)(6) 2015. Update: 15 july 2015. Amended original implant date back to (B)(6) 2006 as this was already confirmed in an earlier update. The claimsuite update from 11 june 2015 has no new information and the revision date is for the right hip. 19 aug 2015 - update - rcvd email to confirm that the revision took place on (B)(6) 2015.